Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid 5 mg for a total dose of 1.00071 mg/day, bupivacaine 15 mg for a total dose of 3.00212 mg/day, compounded baclofen 400 mcg for a total dose of 80.05646 mcg/day, and clonidine 150 mcg for a total dose of 30.02117 mcg/day via an implantable pump. It was reported during a pump refill on (B)(6) 2019, a reservoir volume discrepancy was noted where the interrogated reservoir volume (irv) was 23.5 ml and the actual reservoir volume (arv) was 20 ml. The patient's elective replacement indicator (eri) was less than one month. They are planning to explant the pump, no action was required/taken. The outcome of the event was unresolved with no further action planned. The device diagnosis was pump reservoir volume discrepancy. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported.